Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. Reportedly, the customer disconnected at the site and ran insulin through the tubing using the fill tubing feature. Insulin drips were observed to be coming from the tubing. The customer then reconnected the site and resumed insulin. Further troubleshooting with tandem technical support could not be performed as the customer had already discarded the supplies prior to the call. Reportedly the customer will continue to use the pump until the replacement pump is received.